Event description:
(B)(4). My device was covered by my insurance. I was told by my doctor to get essure when I asked to have my tubes tied. She told me that essure was the best way to go and I had 0 percent chance of getting pregnant. She assured me that this was the best way to go. In (B)(6) of this year 2015 I was to have surgery. She did put me under so I was unaware what was going on. After the surgery I was in really bad pain for at least a week if not longer. I took lots of pain meds to get through it. I started thinking everything in my life was going to get better. It has actually started to get worse since I got essure. I had a job that I had to quit because I was getting dizzy at work and almost passing out. My moods changed. My hair started falling out. My tooth broke and have continued to get worse. The pain in my back, hips, stomach, pelvic bone, stabbing pains in my vagina has slowly gotten worse and worse. My monthly periods are not right. I gush for 3 days with cramps and pain. Then they stop for 3 days then come back the same. I wish I could say its a pattern but its just constant all through the month. I have no desire to have sex and when I do it hurts. Headaches and fevers on and off. I metal like taste in my mouth. The one thing that's been the hardest is the aches. I cant walk in the morning sometimes because of the pain in my feet. Weight gain. 20 or 30 pounds. Feeling like im going to throw up at least 5 days out of the week. Sometimes I do. Tiredness everyday. I have 4 children and being sick like this is not an option. I feel like I'm slowly dying.